Event description:
It is reported that the patient's insulin pump is reading highly differentiated blood glucose and sensor glucose readings. The patient's blood glucose level was 108mg/dl. Trouble shooting was conducted. Device is not being returned. No further information available.

Manufacturer narrative:
Findings: reliability analysis:inspected 1 opened/used enlite sensor and performed bicarbonate buffertest per dop114-830. Sensor passed per spec with accurate readings. (B)(4).